Event description:
It was reported that during the second pass of the ptd on a loop graft, the basket detached from the cable after 3 minutes. Surgical removal was necessary and there were no additional complications.